Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 360 mg/dl mg/dl at the time of the incident and the current blood glucose level was 190 mg/dl. The customer stated blood glucose was high in the morning when he tried to fill tubing. The customer was treated with a shot for high blood glucose. The customer declined troubleshoot. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.